Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on an unknown date with blood glucose of 600 mg/dl. The customer's current blood glucose is 141 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer feels okay to troubleshoot. The auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.